Manufacturer narrative:
Correction: d6b - date of explant: in earlier report, 2 february 2021 should have been entered instead of 4 february 2021.

Manufacturer narrative:
Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00500. It was reported that patient experienced ineffective therapy. Diagnostics revealed high impedance on multiple contacts of one of the leads. Reprogramming did not resolve the issue. Surgery occurred to explant and replace the leads to address the issue. It is unknown which lead is related to the issue, so both leads are being reported.